Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Customer also received a no delivery alarm and also had crack on a battery compartment. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime/fill, rewind anomaly or reset time/clock anomaly noted during testing. Device had cracked battery tube threads.